Event description:
It was reported the patient's experiencing pain at the ipg site for an unknown reason. In turn, surgery may take place later to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received.

Manufacturer narrative:
Correction h6: the impact code should have been 4613 instead of 4610. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicating the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue.